Event description:
It was reported that the lead exhibited t-wave oversensing post implant. The lead was repositioned, but explanted two days later due to continued ovsersensing. A new system was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.